Manufacturer narrative:
(B)(4).

Event description:
It was reported tht the patient was experiencing a loss of therapeutic effect. The devices had been off for a year. Every time the patient tried to adjust or change the settings the device would burn the patient. The physician told the patient that he had done everything he could. The patient had tried making adjustments but was only feeling more burning pain. The patient was implanted for frequency and burning pain with urination. During the trial the frequency was not reduced, but the burning helped some. The burning was back and the frequency had never been relieved. The patient wanted the devices removed. The patient had an appointment with a healthcare professional. The patient had seen manufacturer's representatives who had tried reprogramming and then gave up. The patient was in a wheel chair and could not walk. The patient was (B)(6) and they were not sure if the patient could have another surgery and anesthesia. They had received a second opinion and the only advice for the patient was to turn the devices off. The pt had a CT scan to determine if the wires migrated or not. The healthcare provider said the leads were in place and in working order based on the CT scan. The pt was not sure if they should try and turn the devices back on or have them removed. They would like to have them in working order. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 3093-33, lot# v449147, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-33, lot# v449877, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Follow-up with the patient¿s healthcare provider indicated that the cause of the event was unknown. It was noted that there were no abnormal impedance measurements. The reporter indicated that the indication of the device was scrotal neuralgia. The device was reportedly not helping for this and was turned off.